Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported catheter damage and leak issue, as a split was noted just distal to the y-body and fluid leakage were also found at the split. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024), device not returned.

Event description:
It was reported that during catheter placement, the catheter allegedly damaged. It was further reported that the catheter allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during treatment the catheter allegedly damaged. It was further reported that the catheter allegedly leaked. There was no reported patient injury.